Manufacturer narrative:
The investigation for the reported limb ischemia and access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia and access site bleed could not be determined. D4-updated model number. H6 impact code added 4627, 4641.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 84-year-old female was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient was experiencing a cold leg. Doppler study ordered. It was further reported that the patient¿s right femoral artery was oozing. The dressing was changed. The impella was explanted after reperfusion cannula placed with excessive bleeding. Three units of prbc administered for vascular injury. The patient is stable.